Event description:
Additional information received on 8/7/2024 for report mw5156404 to update the manufacturer to nanoray co., ltd.

Event description:
We purchased 3 handheld x-ray devices (2400p) from carestream. All 3 died at around the same time. We paid approximately (B)(6) for each of them in the spring/summer of 2022. The company is asking us to pay (B)(6) to have them fixed with an "extended warranty." I am concerned that these were all defective and they are trying to cover up the problem. Ref reports: mw5156403, mw5156404.